Event description:
Device malfunction: needles did not disengage the plunger. Time of malfunction: during vessel closure. Symptoms/ae: artery dissection. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel, after an unspecified procedure. Reportedly, the deployed needles could not be retracted while pulling the plunger from the device. The patient experienced a dissected artery. An attempt was made to implant a stent in the damaged artery, but was unsuccessful. The artery was surgically repaired. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.